Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿insert catheter¿. A potential root cause for this failure could be "catheter is too stiff due to wall thickness and material durometer". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the catheter would not pass through the patients urethra, and at one point it caused bleeding. The patient was not able to insert the catheter for use. No medical intervention was reported.